Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 580 mg/dl and high ketones. Cause of high bg was not known. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.